Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to the fault code 08 (motor controller fault detected). The root cause of fault code 08 was a failed drive train motor, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2017 and is 9 years old. The autopulse platform failed initial functional testing due to fault code 08. The drivetrain motor needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to the fault code 08 (motor controller fault detected). No patient involvement.